Event description:
Major pump unit(s) involved: external control system failureadditional text: power loss noted on (B)(6) 2010specific component(s) involved: external controller malfunctionadditional text: (B)(4)other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction